Manufacturer narrative:
H6: section d4, primary UDI number, is "unknown" as this device was manufactured by a different device manufacturer, invacare, and its UDI was not provided to ventec. The device has not been returned to ventec (react health) for an evaluation. The device was returned to an invacare repair center for investigation. Invacare then provided ventec with the following investigation results: "the affected platinum mobile oxygen concentrator was returned and investigated. Investigation findings: the alarm code history of the device was read out. It was determined that the following alarm codes were the last to be displayed: unit cold (running) battery cold (running) internal fault. (Lowpressurealarm) the function of the affected platinum mobile was checked at room temperature. The device was tested on all 5 oxygen pulse rate settings. The oxygen purity at all flow settings was within the specification limits of 87% to 95.6% according to the user manual. The pulse volume and the trigger sensitivity of the conserver were also within specification limits. The concentrator in question functioned as intended. No errors could be detected. Possible root cause and conclusion: the alarm codes read out indicate that the device itself and the device battery have become too cold. Therefore, we assume that the concentrator was used in a cold environment outside the operating temperature specified in the user manual. The specified operating temperature of the device is between 5 °c and 40 °c. We assume that the concentrator's compressor was only able to build up a small amount of pressure due to the low temperature of the battery and the unit itself, which led to an internal fault in the device. The alarm codes are shown on the concentrator display with a description and a yellow alarm indicator light on the control panel. In addition, alarm codes that have been recorded in the alarm code history are signaled by a beep at 30 second intervals. The alarm witches off when the required internal operating temperature is reached. The alarm code unit cold, for example, is described as follows in the user manual: "lcd display text: unit cold. Allow to warm indicators: single audible beep every 30 seconds yellow alarm indicator illuminated description: concentrator is near its minimum operating temperature. Solutions: 1. Move concentrator to warmer surroundings. Allow concentrator to warm up to 41°f (5°c). Notes: the alarm will turn off when the required internal operating temperature is reached." According to the information received, the concentrator displayed an error message after the patient switched it on. By displaying the alarm code and signaling the alarm tone, the device encountered a problem, as intended, to alert the patient to a device problem so that they can switch to their backup oxygen source, if necessary. The user manual contains the following safety-related information: "2.2 general guidelines. Caution! Risk of minor injury or discomfort while invacare strives to produce the best oxygen concentrator in the market today, this oxygen concentrator can fail to produce oxygen due to power failure or device malfunction. Always have a backup source of oxygen readily available. In the event the concentrator fails to produce oxygen, the concentrator will briefly alarm signaling the patient to switch to their backup source of oxygen. Refer to troubleshooting for more detail. Invacare recommends keeping at least one battery installed in the concentrator even when operating from an external power source. Caution! Risk of minor injury, discomfort or damage use of this device at an altitude above 10,000 ft (3048 m) or outside a temperature of 41°f to 104°f (5°c to 40°c) or a relative humidity above 90% is expected to adversely effect the flowrate and the percentage of oxygen and consequently the quality of therapy." We would also like to point out that the platinum mobile oxygen concentrator is intended to provide supplemental oxygen to patients with respiratory disorders. The oxygen concentrator is not intended to be life-supporting or life-sustaining. This information can also be found in the user manual. The following safety-relevant information can be found in the user manual: "1.4 intended use the invacare® platinum® mobile oxygen concentrator is intended to provide supplemental oxygen to patients with respiratory disorders. The invacare® platinum® mobile oxygen concentrator can be used in a home, institution, vehicle, or other environments outside the home. The device is not intended to be life-supporting or life-sustaining. Warning! Risk of injury or damage use of this product outside of the intended use and specifications has not been tested and may lead to product damage, loss of product function, or personal injury. Do not use this product in any way other than described in the specifications and intended use sections of this manual. 1.5 contraindications warning! Risk of injury this product is to be used as an oxygen supplement and is not intended to be life-supporting or life-sustaining. Only use this product if the patient is capable of spontaneous breath, able to inhale and exhale without the use of a machine do not use in parallel or series with other oxygen concentrators or oxygen therapy devices." "2.2 general guidelines warning! Risk of injury or damage to prevent injury or damage during use: if you feel ill or uncomfortable, or if the concentrator does not signal an oxygen pulse and you are unable to hear and/or feel the oxygen pulse, consult your equipment provider and/or your physician immediately. For optimum performance, invacare recommends that each use of the concentrator be a minimum of 30 minutes. Shorter periods of operation may reduce maximum product life. The concentrator should be used in an upright position. The concentrator cannot be used in conjunction with pap, bi-level, mechanical ventilator or other such devices. Caution! Risk of damage to prevent damage from temperature variations: do not operate in temperatures below 41°f (5°c) or above 104°f (40°c). When your automobile is turned off, disconnect the car accessory power cord and remove the concentrator from the automobile. Do not store the concentrator in a very hot or cold automobile or in other similar, high or low, temperature environments. Refer to specifications in technical data." "4.6 warm up period caution! Risk of minor injury or discomfort during the warmup period (typically less than five minutes) oxygen output is not within specifications listed in specifications in technical data. ¿ concentrator may be used during warm up period." "7.2 alarm conditions when any alarm condition occurs, the yellow alarm indicator light on the control panel illuminates and text describing the alarm condition is shown on the display screen. Refer to the solution section of the alarm tables for potential corrective actions. If necessary, contact your provider. In all cases, pressing and holding the on/off button for one second will turn off and reset the concentrator. If the cause of the alarm condition is not corrected, it will reappear when the concentrator is turned back on. All alarms are classified as low priority technical alarm conditions. When multiple alarm conditions exist, the text associated with the highest ranked alarm will be shown on the display screen." Based on the information available, invacare gmbh determined that its reasonable to conclude that the cause of the reported issue was user error. This is due to the device being used in a cold environment outside the operating temperature specified in the user manual.

Event description:
The device¿s previous manufacturer, invacare (USA), contacted ventec via email to report a patient event involving an invacare® platinum¿ mobile oxygen concentrator in germany. Invacare gmbh had been advised by a medical supply store that "the oxygen device has the error internal fault". Invacare gmbh asked for additional information and was advised, "I can't tell you exactly how the incident happened, as the daughter only dropped the device off with us quickly and then drove straight to her mother in hospital. The customer [patient] is currently still in the hospital due to the oxygen concentrator malfunction." No further information about the patient was provided.